Event description:
(B)(4). I have started having of periods use to be regular flow now light all symptoms of pregnancy bloating, cramps, fategued, neasiuse, sore boobs, moody, lower back pain,headaches which I never got any of the above before.